Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. A full system leak test was performed and the iabp passed. The fse collected log files, reloaded the software and performed all functional and safety tests to factory specifications. The iabp successfully passed, was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. The iabp was swapped out with another iabp during this event. There was no injury or adverse event reported.